Manufacturer narrative:
(B)(4). The jetstream xc 2.1 atherectomy catheter was discarded; therefore, it was not available for product analysis to evaluate. Based on the information provided by the customer, there is not enough information to determine whether the jetstream device caused or contributed to the adverse event.

Event description:
The site reported the following: a jetstream xc 2.1 atherectomy catheter was inserted into a highly calcified proximal popliteal artery lesion. Two runs with blades down were completed with no issues. The first run with blades up encountered a lot of resistance. During the second run with blades up the device stalled on the distal part of the lesion. The device was removed and an angiogram done, which revealed a dissection in the artery. A percutaneous transluminal angioplasty (pta) with a drug coated balloon (dcb) was performed and was reported to be very successful. The patient had no reported adverse effects.